Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: visual inspection did not find any moisture in the pump. A review of the black box did not indicate any evidence of a temperature issue. The pump powered on normally and did not draw excessive current. The allegation of a temperature issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed a crack in the pump base and a leak due to the cracked casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction to incident description: the reporter alleged at the time of the initial complaint that the patient experienced a burn associated with the alleged temperature issue. There was no indication or allegation that the patient sought medical intervention for the alleged burn. (B)(4).